Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to set the ipg into MRI mode due to the ipg not connecting to external devices. Troubleshooting was unable to resolve the issue. It was determine that the ipg is inoperable. Next course action is pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.